Manufacturer narrative:
Concomitant medical products: product ID: 977a175, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a175, serial# : (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a175, serial/lot #: (B)(4), ubd: 30-jul-2024, UDI#: (B)(4); product ID: 977a175, serial/lot #: (B)(4), ubd: 15-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient (pt) reported decrease in therapy effectiveness beginning 10 days after device was activated. Patient had a partial fall sometime after implant. Unclear of date. Impedances checked. X-rays taken. Lead revision planned. One lead has migrated down two vertebral bodies.